Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, as it was discarded, and manufacturing records confirmed it passed final qa/qc release prior to distribution. Video review identified no use errors or system malfunctions. The procedure followed expected workflow, including needle biopsy sampling and later use of a cryoprobe, with no unintended scope movements or abnormal system behavior observed. Although fluoroscopy output was not visible on the galaxy screen during sampling, no deviations from standard technique were identified. The physician did not attribute the pneumothorax to the galaxy system and stated it was most likely due to the challenging anatomical location of the lesion.

Event description:
Following a galaxy-assisted biopsy procedure, a pneumothorax was identified on a post-procedure chest x-ray. A chest tube was inserted, and the patient was admitted overnight for observation. The patient remained stable throughout admission and was discharged the following day with no further complications or additional interventions reported. No device malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.